Event description:
Reportedly, the device clamped down on tissue and would not release. The surgeon tried to pull it off tissue but was unsuccessful. The surgeon then proceeded to use an aspirating needle to pry the jaw open and release the device from the tissue. There was no reported injury to the patient.